Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that following impella cp implant for patient support, suction alarms were noted coinciding with a continual drop in flow rate. The family made the decision to withdraw care and the patient expired. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.